Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of no alarm sound. The unit was triaged and the reported condition was confirmed. A component of the buzzer circuit was found dislodged. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the unit for no alarm sound.